Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, line a of the device was programmed to deliver an unspecified type of tpn (total parenteral nutrition), at a rate of 13ml/hr, with a vtbi (volume to be infused) of 330ml, for a duration of 24 hours, and the delivery was started. The customer contact reported that after 2 hours, the device was found stopped, displayed the delivery was complete, and the solution container was empty. At an unspecified time, the patient's serum glucose level was 400mg/dl. The customer contact reported the patient also experienced hyperkalemia. No specific lab value was provided; however, the hyperkalemia was described as light. The device was removed from clinical service. The patient was treated with a 0.9 percent saline solution, at a rate of 60ml/hr, for a duration of 1 hour, using a replacement device. At an unspecified time, it was reported that the patient's serum glucose level was 105mg/dl. On an unspecified date . The customer contact reported that the patient had recovered from the hyperglycemia and hyperkalemia. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.